Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was being implanted with an impella cp device for mechanical circulatory support. During prepping for impella cp placement, the long introducer sheath was not able to be flushed. A new introducer was used and the impella procedure was successful. No patient harm was reported.

Manufacturer narrative:
The investigation of introducer damage ¿ mechanical has been completed. The returned 14fr introducer was inspected and there were no kinks or sheath splits. The sheath flushing was attempted and the issue was reproduced - the purge fluid got stuck in the tubing and would not exit the sheath. There were no issues with the three-way valve. After the tubing was sliced, there was a glue blockage observed at the connection of white hub and tubing inside the hub preventing fluid from exiting. The root cause of the introducer damage - mechanical was determined to be due to a bond failure as evidenced by issue reproduction on returned product and confirmation of glue blockage at bonding point between hub and tubing. D1 brand name was erroneously entered on the initial manufacturer device report number. D6a and d6b were inadvertently omitted on the initial manufacturer device report number. D10 concomitant medical product was inadvertently omitted on the initial manufacturer device report number.